Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part: (B)(4). Lot: (B)(4). Manufacturing site: (B)(6). Release to warehouse date: (B)(6) 2020. Expiry date: january 01, 2030. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for an open reduction internal fixation surgery for fracture of distal end of left tibia. The surgery was completed successfully without any surgical delay. Since the implants in question are still in the patient's body, no investigation on the implants is required. No further information is available. This complaint involves eleven (11) devices. This report is for (1) 3.5mm ti locking scr slf-tpng w/stardrive recess/40mm-ster this report is 10 of 11 for (B)(4).